Event description:
The site states that "in the cardiac review program, the wall motion polar plot has a distal septal wall defect." It was believed that the site was seeing the defect in the polar map and not in the index.